Manufacturer narrative:
The valve was patent and met the requirements for siphon, leak, pre-implantation, and pressure-flow testing. The device did not meet the requirements for reflux testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata ii valve in (B)(6) 2014. According to the report, about 10 months after the operation the doctor set the pressure level to 1.5, with the valve working well and the patient¿s symptoms released. It was reported the patient went to the hospital due to hydrocephalus in (B)(6) 2015 and the doctor found the patient¿s ventricles to be smaller, so he changed the pressure level setting to 1.0. According to the report, the valve showed poor drainage, so the physician changed the pressure level setting back to 1.5. It was also reported the patient went to several hospitals and couldn¿t find the root cause. The physician thought it might be the parameter or due to the patient¿s abnormal anatomy. Reportedly, the physician explanted the valve on (B)(6), 2015 and replaced it with another strata ii valve. Reportedly, the surgery was successful and the patient¿s current status is okay.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacturer. (B)(4)